Event description:
The customer reported to olympus, the camera head had poor contact with the camera head leads. The issue was found during preparation for use prior to sedation, and the intended procedure was diagnostic (endoscopy diagnose). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation of camera wire has poor contact was confirmed. Additionally, other evaluation findings include the following: image distortion, horizontal stripes in images, and corrosion of camera head adapter. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
G1: manufacturing contact facility name: shirakawa olympus co., ltd. E2: unknown. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had poor contact with the camera head leads. The issue was found during preparation for use prior to sedation, and the intended procedure was diagnostic (endoscopy diagnose). There were no reports of patient harm.